Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that there was no indication as to when the overdischarges occurred or why. It only states that they occurred and that the ins was not holding a charge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the battery was taking too long to charge and was not holding a charge. Patient reported it was taking over 2 hours. It was reported that the patient's ins had slipped into overdischarge 2 times previously. A replacement took place and the issue was resolved. No further complications were reported/anticipated.